Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where these devices were implanted, the patient experienced pelvic pain, eroded vaginal sling, dyspareunia. After the original procedure, additional potentially related procedure was performed, including mesh removal.

Manufacturer narrative:
Additional information: updated product ID, lot#, mfg/exp dates, and implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where these devices were implanted, the patient experienced pelvic pain, eroded vaginal sling, dyspareunia. After the original procedure, additional potentially related procedure was performed, including mesh removal.